Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the rubber reducer cap fell off of the trocar and landed on the floor. It occurred when the surgeon lifted up the reducer to introduce the egia60axt. Was there patient involvement: no; was the device used in patient: yes; was there patient injury/hazard: no; was there user involvement?: no; there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one received device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted the reducer seal was disengaged from the flip top. The obturator was inserted and removed from the trocar with no binding or difficulty. The shield retracted and the spade cleanly penetrated the test media, allowing the cannula to pass through smoothly. In addition, the instrument failed an air leak test due to the observed stretched seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective and a product enhancement has been implemented. The file will be closed as a component error. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.